Event description:
It was reported that the patient experienced withdrawal and the "pump stopped working" four years after pump implant. At that time, the hcp told the patient that he suspected that "the battery was defective". Following the withdrawal, the pump was turned off and has been off for the past 2-3 years. The patient experienced the following symptoms: nausea, return of pain. The patient "couldn't move". The patient would like to have the pump removed; had insurance issues and was attempting to find a new hcp. Additional information has been requested from the hcp, but was not available as of the date of this report.